Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. (B)(4) is used to capture the no patient involvement. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during device inspection on december 15, 2017, it was found that the drill sleeve was difficult to be connected to a plate hole. The drill sleeve was not used for the patient. The surgeon comments that difference in shape was confirmed between the two devices. There was no patient involvement. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 03.114.001, synthes lot number: h363238, supplier lot number: n/a, release to warehouse date: 14-nov-2017 , expiration date: n/a. Supplier: avalign technologies-nemcomed . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device forwarded to monument for manufacturing investigation. Examined the part under 50x magnification on a video microscope where it could be photograph. There appeared to be a very slight amount of thread deformation with the first thread but it could not determine is this was from the reflected light or actual deformation of the threads. Also, examined the part under another microscope where I could roll the part and hold it under different lighting conditions. There did not appear to be any obvious deformation that would prevent the part from engaging the plate. Tried the drill sleeve in three plates, 02.114.002, 02.114.004, and 04.114.014. There was no problem engaging the plates in the round holes. The combo-holes took a little more finesse but I was still able to engage the plate on every hole I tried. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition. The available data supports the complainant¿s description of the complaint condition of " difference in shape was confirmed between the two devices for thread deformation". However, we cannot confirm that this was the cause, as it was not confirmed that drill sleeve was not engage with the plate. Appropriate action has been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
3008812560-08/04/2017-001-c device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.